Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was unresponsive to the new battery. Customer reported that they did not had failed battery but they were out of batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No charge/battery less than expected anomaly, no failed battery test alarm and no blank display anomaly noted during test. (B)(4).